Event description:
Customer reported experiencing high blood glucose readings of 458 mg/dl at night and was treated with a bolus. Customer stated that they woke up in the morning and their blood glucose readings had not decreased. Customer stated that the insulin pump did not alarm no delivery. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The cannula was noted to be bent. Customer's blood glucose reading at the time of the call was 411 mg/dl and has treated with a bolus. High pressure test was performed and passed. Customer's blood glucose reading at the end of the call was 112 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.